Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that his insulin pump would not power on. His blood glucose was 178 mg/dl at the time of reporting. Troubleshooting could not restore power to the insulin pump. The pump is being returned. No additional information was reported.